Event description:
It was reported that the patient experienced high blood glucose event due to bent tubing on (B)(6) 2026 and it was addressed by the insulin pump.

Manufacturer narrative:
E1: event city: (B)(6) event country: spain name: tandem country: united states of america address ¿ line 1: 11045 roselle street city: san diego state: california zip code: 92121 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545